Event description:
It was reported that the middle section of the pipeline was not fully opened after deployment and a balloon was required to achieve full wall apposition.no patient injury reported.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).